Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue, no image, was not reproduced. An image could still be seen. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed, however, five (5) broken elements were observed on the ultrasound image (um). The device evaluation found that the image could still be seen however, minor rough edge on mask was observed (partially obscured due to a misaligned/damaged part that goes over that is around the charge coupled-device( ccd). Additional findings were: sharp dents on the distal end of the probe unit, the bending section cover glue had cracks, there was a buckle near the bending section of the insertion tube and an angulation malfunction. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera ii ultrasonic bronchofibervideoscope had no image, had a chip affecting the light source and was causing an image issue. The issue was found during preparation for use for a diagnostic procedure and did not impact the diagnosis/treatment of the patient. There was no report of delay or harm to the patient or user associated with the event.